Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Visual analysis of the returned device identified an opening, crease fold, and wear abrasion. A leak test was performed and found an opening on radius. A microscopic analysis was performed which identify crease(smooth) opening on radius. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a crease(smooth) opening on radius due to a fold flaw opening.

Event description:
Health professional reported right side deflation. Device was explanted.

Event description:
Device was explanted.